Event description:
A (B)(6) male with significant peripheral vascular disease was undergoing an out pt insertion of ansel-2 sheath in the left groin. The cardiologist attempted to advance a 6-french ansel sheath but there was significant difficulty due to scarring. When he attempted to retrieve the sheath it was found that the tip of the sheath was ripped off and had stuck in the groin. It was also discovered that the coil of the supracore wire was ripped off from hard core of the wire itself and that was preventing the tip of the sheath from coming out. The cardiologist had the option of going in and trying to extract the tip but he wasn't sure if it was in the vessel or outside the vessel so he decided to stop and consulted a general surgeon who surgically remove the tip. This was intentionally left in so it could be surgically removed and was accomplished immediately.